Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that around (B)(6) 2017, patient was implanted with a long gamma nail for reverse fracture under trochanter. Before maybe trunk is fixed in the plate, the thigh bone has a previous operation calendar. The initial surgical procedure completed without problems. Several months after surgery, no callus was recognized. Then it turned out that the proximal end of the nail was broken. On (B)(6) 2018 the broken nail removed. During revision surgery, two devices (B)(4) used to do the removal surgery, but there were got out of the broken nail.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, right gamma3® ø10x280mm x 125° was allegedly broken could be confirmed, since the device was returned for evaluation and matches with the alleged failure mode. The device inspection revealed the following: visual inspection: the returned nail was found to be completely broken in the thinned webs of the proximal drill hole for the lag screw. The breakage surfaces show evidences of a fatigue fracture ¿ such as missing plastic deformation and lines of rest. Functional and dimensional inspection were not performed due to the nature of the returned product. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized and by scientific analysis confirmed time frame (about 6 months) in such way, that the bone strength allows significantly increasing discharge of the implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The event description clearly states that ¿several months after surgery, no callus was recognized¿¿ thus it is clear that the implant breakage was caused due to delayed healing which led to increased load on the nail ultimately leading to implant breakage. Thus, the root cause can be attributed to a patient related issue, i.e. Delayed healing. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that around (B)(6) 2017, patient was implanted with a long gamma nail for reverse fracture under trochanter. Before maybe trunk is fixed in the plate, the thigh bone has a previous operation calendar. The initial surgical procedure completed without problems. Several months after surgery, no callus was recognized. Then it turned out that the proximal end of the nail was broken. (B)(6) 2018 the broken nail removed. During revision surgery, two devices(1407-4006/1806-6160) used to do the removal surgery, but there were got out of the broken nail.